Manufacturer narrative:
The lot number was not provided therefore a review of the device history records, complaint history and/or retained samples could not be reviewed. No samples were returned for review. No magnified photos of the barbs or of the dehisced surgical sites were provided for review. If the lot number, samples or photos become available at a later time, they will be reviewed, tested and the details will be included as part of the investigation file and a follow-up report will be submitted at that time. The ¿precautions¿ section of the IFU states, ¿for the bidirectional forces to be created and for the device to function properly, both sides of the device must be engaged in the tissue. Additionally, when completing placement, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the device in place. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point. The surgeon should avoid unnecessary tension when running down the device to remove memory, as this can damage barbs and weaken the strand". ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning section in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support¿. A report of shallow or less prominent barbs can be a result of variances within the spooled suture material received from our vendor. However, sometime lots of suture measure closer to the minimum requirement. When the thinner suture is being processed and the machine is set to cut the barbs, the barbs are not cut as deep as the barbs on a thicker, more robust piece of suture material within the lot. This would result in variances in how the barbs appear from piece to piece within a lot or box of product. Without receiving the lot number of the devices utilized for the surgery, receiving sterile samples from the same lot to review/test, receiving photos of the suture/incision post-operative, or receiving detailed information regarding the pre-operative preparation of the device, procedure performed, placement of the suture in the tissue, method of anchoring the device in the tissue or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported by the sales rep that three (3) physicians complained of post-op dehiscence with stratafix and barbs not as pronounced as they used to be. Pertinent details of specific cases, lots used, intervention provided, patient history or current status was not provided.